Manufacturer narrative:
It was reported that the switch became so hot that it "burned the user's hand". There was no information, however, indicating an actual burn. Our testing revealed no evidence of a defect in the performance of the switch, it did not become hot, and we were unable to duplicate the event.

Event description:
It was reported that the switch became so hot that it "burned the user's hand". There was no information, however, indicating an actual burn.